Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4)cultured positive after sampling performed on (B)(6) 2017. The sampling performed on (B)(6) 2017 yielded a total of 13 cfu comprised of 6 isolates (positive cocci dermacoccus nishinomiyaensis, (B)(6). The sampling performed on (B)(6) 2017 yielded a total of 19 cfu comprised of 3 isolates (positive cocci staphylococcus warneri, positive rods, bacillus flexus, and (B)(6). The sampling performed on (B)(6) 2017 yielded a total of 9 cfu comprised of 9 isolates (positive cocci micrococcus luteus, (B)(6), negative rods bacillus kyonggiensis and variable coccobacilli moraxella osloensis, negative rods moraxella osloensis, (B)(6), negative rods bacillus kyonggiensis). The duodenoscope was quarantined, after receiving the results of the (B)(6) 2017 sampling, and returned to pentax medical for evaluation. The pentax inspectional findings included the following: distal cap - fixed type failed seal integrity inspection. Passed wet and dry leak test. Eto vent valve loose inner shaft. Umbilical cable single buckled under pve root brace. Hole in #2 remote control button cover. Fluid invasion not observed in pve connector or in control body. Insertion tube mild scratches at stage 3. Suction tube mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components: biopsy inlet t-piece . Air/water tube. Deflector body and deflector body link. Deflector operating wire. Operation channel. Bending rubber. Distal case/cap. Remote control button. Eog valve assy. Deflector body attaching screw. The duodenoscope was shipped back to the customer on (B)(6) 2018.